Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Customer attempted to treat bg with glucose tablets and glucagon. Emergency medical services were called and administered glucagon. Reportedly, insulin was delivered when customer was in a dirt bike accident. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.